Event description:
It was reported that patient experienced an infusion set adhesive failure on (b)(6) 2026, where the infusion set tape was not sticking due to water.

Manufacturer narrative:
E1: Event city: (b)(6).Event Country: Italy.Name: Medtronic MinimedCountry: United States of AmericaAddress ¿ Line 1: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325. Based on the available information, this event is deemed to be Reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 8021545.